Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Troubleshooting was performed. Customer¿s blood glucose was 114 mg/dl and the sensor glucose was 58 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose and blood glucose not being within acceptable range. Values. The customer was advised issue is most likely due to sensor not situated properly. The sensor will not be returning for analysis.

Manufacturer narrative:
The correct information has been provided with this report.